Manufacturer narrative:
Per tandem user guide: ensure you first fill syringe with insulin before removing air from cartridge. Removing excess air can affect pressurization and how the pump delivers insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. During system check with tandem technical support, customer reported removing 300 or more units of air from cartridge before filling with insulin. Technical support informed customer that the cartridge is pressurized and removing too much air can affect how the pump delivers insulin per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose ranged from 200-high 300s mg/dl.